Manufacturer narrative:
It was reported that the event took place on an unreported date "last couple of weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex m150, a potential dialyzer reaction occurred and the patient passed away. Medical intervention was not reported. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Additional information: a2, a3, b5, b7 and h10. B5: during follow up, it was reported that immediately after treatment started, the patient's blood pressure (bp) decreased from 110 mmhg to 50 mmhg. The treatment was ended with blood restitution and the patient was laid flat and administered a bolus of normal saline and vasopressors. When the bp was stabilized, a second treatment was started 45 minutes later with a new m150 set (primed with albumin), however, after 3 min the bp decreased again despite being maxed on 3 vasopressors. The extracorporeal blood was returned and normal saline of 3.0 l and ¿other meds¿ were administered. Patient care was withdrawn at the family's request, subsequently, the patient passed away on the same day. The cause of death was due to cardiac arrest and not an allergic reaction as initially reported. Therefore the baxter device is no longer a suspect product in the reported death event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: removal of information in section f related to importer - the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b1, b2, and h1. "Death" is being removed from b2 as the cause of death was not related to a baxter product. Should additional relevant information become available, a supplemental report will be submitted.